Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2016:

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the battery compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #2: date of submission 02/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/08/2016 with the following findings: during investigation, the battery compartment was found to be cracked to the left of the bumper pad from the threads traveling down to the case seal.